Event description:
It was reported that the patient's respiratory status decreased on (B)(6) 2022 with pulmonary congestion, a creatinine level (cr) of 2.38, vasoplegia, and elevated lactic acid. The patient had continous renal replacement therapy (crrt) on (B)(6) 2022. This contributed to the patient's right ventricular failure (rvf). The patient returned to the operating room (or) for right ventricular support with ECMO (extracorporeal membrane oxygenation) with protek duo. The patient was placed on a temporary right ventricular assist device (rvad). Pump speed was 3400 rpm at a flow of 3.7 l/min. The patient was started on epinephrine and levophed (norepinephrine bitartrate). After the above course, the patient's labs suggested significant liver shock/injury and coagulopathy. The patient had low flow alarms. Despite these interventions over the next 24 hours they were hemodynamically maintained with rvad/lvad support and pressors. The customer was successful at volume removal initially, but the patient subsequently became vasoplegic again requiring escalation of pressors. This was felt to be contributing to patient's lactic acidosis, likely via poor tissue perfusion. Attempts to minimize pressor requirement were made with ivf boluses, the use of methylene blue, and IV (intravenous) hydroxocobalamin. These efforts did temporize the mean arterial pressure (maps), but ultimately, they required more pressor support and had worsening metabolic derangements. Additional information revealed that the patient passed away due to multi-organ failure. The lvad (left ventricular assist device) operated as intended. The pump nor any equipment will be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event, as well as the patient's outcome, could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including respiratory failure, right heart failure, renal failure, and hepatic dysfunction) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11may2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was started on levophed (norepinephrine bitartrate) and the patient's right ventricle was supported by epinephrine, but in the setting of their worsening lactic acidosis and volume overload they required intubation for both oxygenation and ventilation purposes.